Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump, but the cartridge could not be successfully loaded despite troubleshooting efforts. As a result, the issue was escalated, and a decision was made to provide the customer with a replacement pump since the error persisted. Attempts to follow up with the customer by phone and email were unsuccessful, and the case was closed after sending an out-of-warranty loaner pump.